Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that in utilizing the anchorage plating system, when placing the specified locking screw into a locking hole in the plate, the screw passed completely through. Another screw of the same specification was used, and performed as designed. A surgical delay of under 5 minutes was reported.

Event description:
It was reported that in utilizing the anchorage plating system, when placing the specified locking screw into a locking hole in the plate, the screw passed completely through. Another screw of the same specification was used, and performed as designed. A surgical delay of under 5 minutes was reported.

Manufacturer narrative:
The reported event that "plsl3520" was alleged of "s2" could not be confirmed, because the plate involved in the event remained in the patient. More detailed information about the complaint event as well as the plate must be available in order to determine the root cause of the complaint event. The inspection of the screw revealed the following: visual inspection: the device is in a good condition. The device shows scars at the screw head, which might related to the loss of control due to the ¿completely passing through¿ of the screw (as per event description) and/or to difficulties to remove it from the plate afterwards. The middle section and device plane b-b show only minor signs of wear. Functional inspection: a functional inspection was not possible, because the plate remained in the patient. The event describes an interface issue between screw and plate. No deviations were noted during manufacturing and inspection of the screw. A review of the device history for the reported lot did not indicate any abnormalities. Corrective action is ongoing. A review of the labelling did not indicate any abnormalities. No indication of material or manufacturing related problems were found during the investigation.